Event description:
During radio frequency ablation procedure in the left atrium for an atypical atrial flutter, a pericardial effusion occurred. Near the end of the procedure, the patient became hypotensive and ice confirmed an effusion. A pericardiocentesis was performed to minimize the effusion, the access sheath was sewn in place and the patient was transported to a hospital bed in stable condition. The atypical flutter had terminated with radio frequency just as the effusion was noted. There were no performance issues with any abbott products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.